Event description:
An ultratome sphincterotome was going to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure ( weight unknown). According to the complainant, the cutting wire could not be straightened. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, it was found that the exposed cutting wire melted the extrusion at the distal pierce hole, creating a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter, which now measured approximately 13 mm. This hindered the bowing functionality of the device confirming the customer complaint. A device history record review of lot number 9686745 was performed and revealed no issues.